Event description:
It was reported that following the implantation of an elevate pc anterior, the patient presented with "pollakisuria" (pollakiuria = abnormally frequent urination), "urgency, frequency and recurrent cystocele," on (B)(6) 2013. The patient underwent a transvaginal mesh-revision with correction of recurrent cystocele on (B)(6) 2013. The adverse event resolved on (B)(6) 2013 with voiding difficulties. No additional patient complications have been reported in relation to this event.